Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front and sides of the lifevest and his back is very itchy. Patient reported the rash looked like red raised bumps. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse came over and applied lotion and gold bond powder to his skin. Follow up indicated that the skin irritation has improved.